Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The certain® titanium large hexed screw (ilrght) and unknown biomet implant were not returned. Since product has not been returned, visual/functional evaluation could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported product was located on tooth # 30 and used for approximately 7 years. The reported event could not be recreated due to the nature of the dental device and event (fracture & medical conditions). The customer has not provided additional pictures or x-ray images of the products or the implant site. Also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review could not be performed, as the lot numbers associated with the reported products are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the ilrght dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. February post market trending was reviewed and there were no actionable events or corrective actions for the reported event (screw fracture & bone loss) or product (ilrght & biomet implants). Therefore, based on the available information, device malfunction could not be verified and the reported events were non-verifiable. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided. Device lot number: not provided. Initial reporter fax number: not provided. Device was not returned.

Event description:
It was reported that screw (ilrght) fractured within an unknown biomet implant at tooth location 30. As a result, pain, inflammation, bone loss and loss of the dental prothesis were reported.